Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Fse found that problem was with the host computer, green led at back of the cpu was not lit. Fse replaced the host pc and reloaded the license. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system cannot boot up. The device was not in clinical use. Philips has started an investigation of the complaint.